Manufacturer narrative:
(B)(4). Evaluation on-going.

Event description:
Country of complaint: (B)(6). Revision surgery due to noise heard in knee prosthesis.

Manufacturer narrative:
Manufacturing site evaluation: there are four components that make up item nr870m; these include items nr870200; nr870201; nr870202 and nr870203. All components were received for evaluation as well as the rotation axis lock nut (nb014206). The explanted inlay exhibits metal wear particles; the screw thread of the axis and the rotation axis lock nut exhibit damage. The taper of the axis is damaged. The rotation axis lock nut was loose; during the loosening process, the thread of the axis and the taper of the axis were damaged. The metal particles embedded in the inlay most likely came from the screw thread. It is assumed that the mating part of the taper in the femur component also exhibits damage. It is also possible that not all metal particles were rinsed out of the joint space. After disassembly of the meniscus components it was noted that the axis had dropped down into the tibia component. After the revision, the transition between the taper and the cylindrical axis is visible, which indicates that the taper was fitted. This transition is the same position on the most recent x-ray. It is assumed that the taper is still fitted and not loose; which leads to the assumption that the squeaking is not being caused by the taper connection. The noises are most likely being caused by metal on metal articulation. The most plausible hypothesis for the squeaking is that not all metal debris was rinsed out of the knee during the revision and that metal debris is embedded in the inlay surface and rubbing on the femur component during articulation. The manufacturing documentation for the related lot numbers was reviewed and there were no indications of material or manufacturing defects noted. The most likely cause of the loosening is that the taper was not correctly tightened. The most likely cause of the squeaking noise is metal debris embedded in the inlay. This is the first instance of reported squeaking noise of enduro implant. This indicates that the rotation of the axis and peek sleeve are not the cause of the squeaking; in previous cases of disassembled axis, no squeaking has been reported. No corrective / preventive action(s) is necessary.